Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
During follow-up for an operational question with the liberty select cycler, this peritoneal dialysis (pd) patient reported going to the hospital on (B)(6) 2024 for 5 hours due to muscle spasms and bronchitis. The patient had completed one cycle of treatment on the liberty select cycler. The patient was provided medication for three days and continued to complete pd treatments utilizing the cycler without issues. No further information was provided.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: attempts to obtain additional information were unsuccessful. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there was no allegation of a device malfunction or deficiency reported for this event. The patient did not specify what type of muscle spasms were being experienced. Bronchitis, or inflammation of the airways leading to the lungs, is most often caused by a virus but can be caused by environmental factors such as smoke and other irritants. Therefore, the completion of a clinical investigation is not warranted at this time.

Event description:
During follow-up for an operational question with the liberty select cycler, this peritoneal dialysis (pd) patient reported going to the hospital on 04/mar/2024 for 5 hours due to muscle spasms and bronchitis. The patient had completed one cycle of treatment on the liberty select cycler. The patient was provided medication for three days and continued to complete pd treatments utilizing the cycler without issues. No further information was provided.